Manufacturer narrative:
Identifying information of the part, such as the part number and lot number of the device was not reported to paragon 28. Device is not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom intramedullary nail. The lapidus nail was reported to have broken post-operatively. The patient had a nonunion and the joint prep was reported to be good. Radiographic images was not provided by the initial reported and the nail is not expected to be returned.